Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient was admitted due to fever and illness. Positive blood culture and systemic infection were noted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient was admitted due to fever and illness. Positive blood culture and systemic infection were noted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.